Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and ambulance came for them on (B)(6) 2021 and on (B)(6) 2021. Customer¿s blood glucose reading at the time of the incident was 26 mg/dl. Customer was treated with food for low blood glucose. The current blood glucose reading was 128 mg/dl. Customer was not using the auto mode. The insulin pump had a hairline crack around the battery side and the serial number had worn off. Customer did allege the insulin pump was over delivering. The insulin pump will be returned and the reservoir will not be returned for analysis.